Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus europa (oekg). Following a high level disinfection by oekg, the subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microorganism growth for the subject device. Oekg reviewed the inspection result of the subject device before sending it to the facility for lending and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator of the subject device tested positive for aerococcus veridans (7cfu) and pseudomonas (60cfu), during a microbiological testing by the facility. It was also reported that the biopsy channel of the device tested positive for aerococcus veridans (>100cfu) and pseudomonas (>100cfu). The subject device is an olympus loaner device. The facility reported that it conducted cleaning and disinfection of the device followed by the microbiological testing right after receiving of the subject device. After additional cleaning and disinfection of the device, the facility used the device for some patient procedures before the microbiological test result was available. There was no report of infections associated with this report. The subject device reportedly was reprocessed using an olympus automated endoscope reprocessor model etd-3 (not available in the USA) with peracetic acid and was cleaned with an olympus brush maj-1888 before the testing.